Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported difficulty with inserting the sensor but stated that there was no pain or blood. When she removed the sensor, she stated that it had not been properly inserted. The blood glucose reading was 118 mg/dl. She also reported a no delivery alarm. Customer was unable to troubleshoot for the no delivery alarm as it was a past issue that was resolved with a set change. She stated that when she removed the infusion set, the cannula was bent. Nothing further was reported.